Event description:
It was reported by the customer that "two poweloc needles cracked tubing by connector during long term infusion. Patient returned with leaking port." This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "two poweloc needles cracked tubing by connector during long term infusion. Patient returned with leaking port." This report addresses the first device. Additional information received via medwatch: serious of 28 similar events from 9/27/2022 through 12/14/2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076).a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication.  Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion.  After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site.  The cracks are nearly identical in nature.  These cracks have been associated with take-home 48-hour infusions with 5fu."28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking infusion sets was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was two 20ga x 0.75¿ powerloc max safety infusion sets. Usage residues were observed throughout both samples and the safety mechanisms were engaged. Needleless injection caps were attached to the luer adapters. Longitudinally aligned cracks were observed in both y-sites. Attempts to infuse water through both samples revealed them to be patent to infusion; however, leaks were observed at both crack sites. Microscopic inspection of the cracks revealed granular fracture surfaces. The cracks occurred along weld lines in the molded material. The cracks occurred along features in the material that occurred during molding of the y-site components and appeared to be the result of that weld line feature. The devices are supplied components and the supplier has been notified of this event. 28 occurrences were reported by the customer. After follow-up with the customer differentiating information was received that required additional files. The following medwatch reports were created to capture the differentiating information across the 28 occurrences:  3006260740-2023-00176, 3006260740-2023-00175, 3006260740-2023-00174, 3006260740-2023-00173, 3006260740-2023-00172, 3006260740-2023-00178, 3006260740-2023-00179, 3006260740-2023-00180, 3006260740-2023-00181, 3006260740-2023-00177, 3006260740-2023-00187, 3006260740-2023-00186, 3006260740-2023-00185, 3006260740-2023-00184, 3006260740-2023-00183, 3006260740-2023-00182, 3006260740-2022-04404, 3006260740-2022-04515, 3006260740-2022-04406, 3006260740-2022-04407, 3006260740-2022-05664, 3006260740-2022-05840, 3006260740-2022-05841, 3006260740-2022-05859, 3006260740-2022-05858, 3006260740-2022-05910, 3006260740-2022-05982, 3006260740-2022-06010. H3 other text : device not returned